Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting > 3000 ohm pacing impedance associated with 'noisy' r/s electrograms.